Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) hadn¿t worked in a year and the battery was dead. The hcp stated that they were told by the patient that their device was full-body MRI eligible. It was reviewed that if they couldn¿t read the ins, then they wouldn¿t know MRI compatibility. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient did end up getting the MRI on (B)(6) 2017, so the patient¿s device must have worked and the facility must have confirmed that it was MRI safe and was in MRI safe mode. No further complications were reported.